Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the start of the procedure the implantable pulse generator (ipg) was found to be at recommended replacement time (rrt). The device was not used. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. During the analysis of the returned device the failure on the hybrid disappeared. Hybrid analysis confirmed the low battery voltage. Initially, the device exhibited higher than nominal current drain coming from the power supply within the hybrid. Attempts to reestablished the high current drain condition were unsuccessful. Since a high current drain condition was no longer present, the cause of the depleted battery was not determined. If information is provided in the future, a supplemental report will be issued.